Event description:
Information received notes that the patient presented symptomatic and reported dizziness. The clinician observed sensed p waves followed 80 ms later by a false r wave which inhibited the ventricular output. The physician felt that the lead was hitting a redundant ventricular lead, causing the oversensing condition. When the lead was replaced, an insulation break was noted on the lead body.